Manufacturer narrative:
On (B)(6) 2017, the customer reported that the ketones are no longer present and "things are well". The customer required no further assistance. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's battery was depleting too fast. The customer's blood glucose (bg) level was 363 mg/dl and the ketone level was large. A bolus via the pump was to be delivered to address the bg level. Tandem technical support confirmed in the pump history that the battery was depleting quick. The customer was to continue to use the pump for insulin delivery.